Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with unknown indication for spinal therapy. It was reported that when using the catalyft pl device on a case and after the device had been implanted and was being backfilled with autograph bone via the funnel (that screws into the inserter) became jammed. It was skived off and the aggressive distal point caused a dura injury to the patient. Additional information received from manufacturer representative that the pre-op diagnosis was lumbar stenosis and the procedure involved was posterior lumbar interbody fusion. Product came in contact with the patient. After implantation of the implant, per the surgical technique, the surgeon removed the inner portion of the inserter, screwed on the bone funnel portion and began to plunge the autogenous bone graft through the inserter with the graft tamp. While plunging the bone, the inserter slips off of the implant and he says it tore the dura. There was an additional medical intervention done as a result of this. Surgeon sutured the dura for repair, and applied a dura sealant. Additional information received from manufacturer representative that the inserter hasn¿t been returned because there is no defect in it.